Event description:
A doctor alleged that two (2) patients had experienced a darkening of their teeth upon the removal of temporary restorations which had been placed using the tempbond clear product. This is the second of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided. The doctor sandblasted and micro-etched the tooth to remove the discoloration. To date, the patient is doing fine. A visual inspection of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. It was reported that the doctor used the astringedent ferric sulfate product before seating temporary restorations with the tempbond clear product. The astringedent instructions for use state: "when the tooth is not thoroughly cleaned, residual hemostatic agent or coagulum left on the tooth surface or surrounding tissue may contaminate dentin and/or enamel substrate jeopardizing the bond and seal causing microleakage. Hemosiderin from residual blood in the sulcus or in the coagulum can move between the restoration and tooth producing a dark stain on the underlying preparation. This may occur within days or weeks of placing the restoration and will require re-treatment and replacements." These investigation results indicate that the incident which had occurred was not due to a product failure.